Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, moisture was observed behind the display lens. During testing the pump failed the leak test due to a crack between the case seal and the lens seal. The pump did not boot up due to the moisture damage. Unrelated to the complaint, the battery compartment was found to be cracked between the case seal and the grip.